Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system experienced oversensing. Evaluation of the device memory identified a large number of non-sustained episodes with no delivered therapy. During an invasive evaluation the physician suspected a device header problem, so he elected to replace the device.